Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application lost connection with the mobile programmer base. It was noted that the bluetooth light was still on and the base appeared to be still connected to the host tablet which was observed via the bluetooth menu, however, the base could not be reconnected to the application. Troubleshooting steps were taken to include forgetting the mobile programmer base on the bluetooth settings and reconnecting it as a new base in an attempt to resolve the issue. No patient complications have been reported as a result of this event. Application version: 4.5.2 host tablet os version: 26.2.